Manufacturer narrative:
Zimvie complaint number (B)(4). H6: additional h6- patient codes: 1750: abscess, 4755: swelling/edema.

Event description:
It was reported that patient is doctors husband. After implant placement patient had severe pain for which he was advised to continue taking pain killers. Patient was prescribed ketorol-dt tablets for the pain. He said that he was given prescription for pain killers for 3 days after implant placed. He went back to his doctor in india where the implant was placed doctor to receive more pain killers due to the pain he was having. It was to be used as needed, and he did not have the dosage. Subsequently cbct performed on (B)(6) 2025 identified potential infection forming at the implant site. It was reported that the implant lost integration due to periimplantitis and was removed. Implant had to be removed on an urgent basis due to severe infection and was reaching the adjacent teeth. Bone graft performed due to severe bone loss. Patient will need additional bone graft and gum graft in addition to repeating the implant. Symptoms as a result of the event: abscess, pain, swelling.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtb13 (imp,tsv,3.7,13,mtx,mg) for evaluation. Visual evaluation was performed. The implant had signs of use with debris on its internal and external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1273307. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273307 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental: medical: pain¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. The returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.